Event description:
The trilogy 100 ventilator was returned and evaluated by the manufacturer's service center. The device failed testing for "low flow oxygen" during service evaluation. There was no patient involvement and no harm or injury reported. Inlet air path, air path foam, and flow path is removed and replaced to address the low flow oxygen test failure. After replacement of these components, the device will be re-tested, and any failures, including low flow oxygen will be evaluated and addressed by a technician. Additional findings not related to the malfunction/issue: there was damage to the front enclosure and handle.

Manufacturer narrative:
After repairs and replacements previously reported were completed, the device passed all testing and was confirmed to operate properly. There is no new or additional information.

Manufacturer narrative:
Necessary service of the device was performed at the manufacturer's service center, but the device was returned to technician for additional evaluation due to failed low flow o2 repair test. Upon inspection for o2 failure, it was discovered that the grey removable foam was not correctly installed. Reinstalled foam correctly and device retested. Device passed all testing. No malfunction was reported. There was no issue prior to components being replaced during service. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.